Event description:
Dealer stated that the l-3r scooter stopped unintentionally, throwing the user from the unit and the scooter allegedly fell on top of the user. User sustained bruising and an abrasion to the back.